Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 85% stenosed lesion was located in a moderately tortuous and moderately calcified arterio venous (av) shunt. The wanda 4.0-40, 80 balloon was inflated and ruptured at fourteen atmospheres. The number of inflations is unknown. The physician removed the balloon intact and completed the procedure with another of the same device. There were no complications reported. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B) (4). Customers meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings the customer reported was found in meter's memory. This is a final report.

Event description:
A customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 137 mg/dl and 488 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.